Manufacturer narrative:
In the previous MDR 2518422-2023-22025 error codes was not captured and the presence of foam was mentioned incorrectly. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The device was inspected. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the patient alleges headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the device was returned to philips-scyw, and the unit was scrapped. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.